Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The issue was not reproduced but the device turbine module and monitoring pc board were replaced for precaution, and returned for technical investigation together with the ventilator logs. Evaluation of the returned logs can confirm the reported issue during pre-use check. The test log also reveals that the o2 supply was detected as low, this made the gas supply test to fail, and both the breathing and monitor pressure transducer test failed. Visual inspection of the returned ventilator turbine module, and monitoring pc board, did not reveal any errors, no visual remarks noted. The technical investigation could not verify any malfunctions either. When both parts were mounted into a test ventilator, the unit passes pre-use check, and one simulated ventilation session during four days without any generation of faults or other alarms. The cause of the reported one time error during pre-use check, cannot be established.

Event description:
It was reported that the ventilator failed the blower portion of internal test sequence during pre-use check. There was no patient involvement. (B)(4).